Event description:
Reporter alleged the pt was unable to use his compact plus system due to an error message and was experiencing hypoglycemic symptoms so he (a paramedic) was called as a result. Reporter stated the paramedic meter read 47 mg/dl before the pt was transported to the hospital. It was stated the pt received additional medical treatment, amount and type unk. No other actions or treatment received by the pt was reported.